Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or serial number was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400697397. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: a dialysis registered nurse was working to establish a continuous flush using a b. Braun pump but encountered multiple alarms indicating downstream occlusion. There seemed to be no problems with the tubing or patient access. The alarm could not be resolved, necessitating the use of new tubing and a fresh bag, along with switching to an alternate pump.